Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Additionally, healthcare professional reported baker grade iii. Device has been explanted and discarded after surgery.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4; a.6; d.6a; g.1; h.6.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Manufacturer of device unknown. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Device has been explanted. Manufacturer of device unknown.